Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The patient developed a localized pocket infection with (B)(6). Additionally, approximately 1/2 inches of the left side of the pocket incision was opened. The device and electrode were explanted and no further issues were reported.